Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the software was uninstalled and reinstalled, which resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was stuck on the medtronic screen when attempting to log into the software. The site attempted to reboot, and the system was showing no input detected. After another reboot, the site was able to launch the software. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs were reviewed and provide no additional insight as to the cause of the issue. If information is provided in the future, a supplemental report will be issued.